Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump was returned for evaluation with the driveline cut approximately 6.5 inches from the pump housing; the severed portion of driveline was not returned. Upon disassembly of the pump, examination of the sealed inflow conduit and sealed outflow graft revealed patches of non-laminated depositions adhered to the textured blood-contacting surfaces of the inlet tube, inlet elbow, graft attachment, and outflow graft. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to significantly occlude the flow of blood. Examination of the proximal and distal sides of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball and the stator blades. Similar depositions were found on the body of the rotor and in the lumen of the blood tube. The depositions were not adhered to any surfaces. The structure of these depositions and lack of laminated layering suggests that they did not form in these locations. Origins and durations of time for which they were present in these areas could not be conclusively determined. The remaining pump blood-contacting surfaces were free of deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump passed all functional testing. A correlation between the depositions found in the evaluation of the pump and the patient¿s outcome could not be determined. The customer reported that the patient''s expiration was not related to the left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient expired for reasons unrelated to the lvad therapy. Additional information was requested, but was not provided. The pump was returned for evaluation, during which depositions were found.